Manufacturer narrative:
Oxygen manifold.

Event description:
The customer reported the ventilator was alarming due to oxygen unavailable when using the oxygen source via an oxygen manifold port. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the reported event. The service technician replaced the oxygen manifold. Applicable final testing was completed and passed to specifications. Factory analysis of the oxygen manifold duplicated the reported problem which revealed a foreign material in the manifold port.